Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Optical sensor issue - the cause of the optical sensor issue was not determined due to no product returned, inconclusive data log review, and insufficient clinical details. High or saturated pump flow - the cause of the saturated flow was biomaterial ingestion due to motor current (mc) spike seen in the data logs that resulted in an increase in purge pressure. This then resulted in saturated pump flow of 3.5l/min at p-2 where the anticipated range should be no higher than 1.9l/min. Additionally, noticeable clot entrainment at outlet of impella was noted upon explant. Purge pressure high - the cause of the purge pressure high was biomaterial ingestion due to mc spike seen in the data logs that resulted in an increase in purge pressure and noticeable clot entrainment at outlet of impella was noted upon explant. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a flow issue and a clot was suspected. The pump was removed. The patient is in stable condition.